Manufacturer narrative:
B5 describe event or problem updated h6 patient codes updated.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Following deployment of the closure device, intracardiac echocardiogram (ice) identified a pericardial effusion at the right ventricle. It was suspected the pericardial effusion occurred due to the patient coughing when the pigtail and sheath were within the laa. Transesophageal echocardiography in a transgastric view measured the pericardial effusion at 8-9mm. The closure device met release criteria and was implanted. Protamine was administered to reverse heparin previously administered. A pericardiocentesis was performed and 500cc of fluid was removed. A pericardial drain was left in overnight. The patient fully recovered and was discharged two days post index procedure. It was further reported that cardiac tamponade occurred in conjunction with the pericardial effusion.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Following deployment of the closure device, intracardiac echocardiogram (ice) identified a pericardial effusion at the right ventricle. It was suspected the pericardial effusion occurred due to the patient coughing when the pigtail and sheath were within the laa. Transesophageal echocardiography in a transgastric view measured the pericardial effusion at 8-9mm. The closure device met release criteria and was implanted. Protamine was administered to reverse heparin previously administered. A pericardiocentesis was performed and 500cc of fluid was removed. A pericardial drain was left in overnight. The patient fully recovered and was discharged two days post index procedure.